Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 599 mg/dl. The customer stated that she was sweating and passed out. The customer experiencing unexplained high glucose for the past month. The customer's most recent glucose reading was 148 mg/dl and was treated with manual injections. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and passed. The customer sometimes does have bent cannulas. Performed a high pressure test and the insulin pump passed the test. No further information was provided.